Event description:
Individual had a sudden onset at home, appeared to be sudden heart attack. Ambulance responded, pt was taken to ER and placed on life support with no cognitive function. Passed away at the hospital. Medical documentation states "cardiac arrest due to possible pacemaker failure."